Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the chipped adhesive was traced to component failure, for the foreign material, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the ultrasound gastrovideoscope had a chip in the adhesive area between the acoustic lens and the ultrasound probe. There was no patient involvement.